Event description:
It was reported that the atrial lead had high impedances that the physician was not able to reproduce. The physician elected to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2008; 694765, implantable tachy lead, (B)(6) 2008; 4549, competitor implantable pacing lead, (B)(6) 2008. (B)(4).